Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose event to 64 mg/dl after multiple meal announcements at night, followed by self-treatment with glucose tablets and recovery within approximately 15 minutes, while using the ilet system that provided low and urgent low alerts. Symptoms included hypoglycemia without reported complications. Outcomes included no medical intervention, no assistance, and no hospitalization. Investigation included complaint intake, review of the reported event details, and troubleshooting and education with a plan for additional virtual training. Investigation of this case revealed that the device provided expected low alerts and the event was consistent with user-related factors, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.